Event description:
The customer reported that the system displayed a hardware malfunction. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Results code: hardware failure. The system was repaired, found to be operating as intended, and released to the customer for use.